Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received. Stomatitis is a known complication of a peg tube placement.

Event description:
A patient in australia experienced infection around the percutaneous endoscopic gastrostomy (peg) tube site and was treated with unknown oral antibiotics. The infection resolved.